Event description:
Patient returned to surgery for revision of shunt, and it was discovered that the shunt was not working properly. The pressure would not drop. The valve was irrigated and re-tested and would not hold pressure at all. The shunt was replaced with another manufacturer's programmable valve set.